Manufacturer narrative:
Continuation of concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was reporting an uncomfortable sensation/uncomfortable stimulation. It was unclear whether this was directly related to the patient's ins. The representative spoke to the patient and advised them to turn the stimulation off. They followed up with the patient on (B)(6) 2018 and the patient said they were unsure if the ins was causing the uncomfortable sensation. The patient recently stopped taking certain medication and that might have contributed to the issue. The representative planned on meeting the patient on (B)(6) 2018. No further complications reported. On (B)(6) 2018, additional information received from the manufacturing representative (rep) indicated that it is unknown if the patient¿s uncomfortable stimulation/sensation was sudden. They stated that they reprogrammed the device on (B)(6) 2018, and the patient has not experienced the sensation since. The rep noted that they also checked connections and impedances, and everything was in range. The cause of the patient¿s uncomfortable stimulation/sensation was unknown. The issue has been resolved as the rep satisfactorily reprogrammed the patient. No further complications were reported or anticipated. On (B)(6) 2019, additional information was received from the patient. It was reported that ever since ins was put in he had nothing but misery with his l shoulder and arm. His back felt good when he was healing. He did not do anything for 6 weeks. As his back started to heal after the surgery the shoulder pain came up and he could not breathe. He guesses about the middle of (B)(6) 2018 he started noticing the more he healed the worse the pain in l shoulder and arm was getting. They told him to shut stim off. No matter whether stim is off or on his l shoulder hurts and he cannot breathe. He is left handed and cannot even use his arm. The other day he just happened to move the wrong way in bed and the next thing he knew was that it felt like he had a heart attack. He sat on some ice for a little bit and it finally went away. The pain goes all the way from the middle of his back from where the incision is underneath his l arm and now it is working around his rib cage to the front. It hurts down on the bottom where the ins. The pain is not coming out of his shoulder, it is coming out of spine, right where the incision is, right across. Right now his shoulder hurts so bad, he cannot breathe, he cannot even move his neck. Patient reports his blood pressure has been higher than it has been in his whole life. His bp was always(been) like 115/70 or 120/70 and when in pain it was at 140/85 at the most. After the device was installed his bp went up to 160/100-175/100. Bp issue also started in (B)(6) 2018. Patient is sure the above has something to do with the installation of the implant because he never had the above issues before. MRI and CT scan was done because of this shoulder pain and got a picture of his whole spine. Therapy works for his lower back even though now it is hard to tell. Patient had to shut stim off because it was making his heart feel weird. Initially when the device went in it felt like it was pulsating his heart or something, it was like it was shocking his heart. The rep told him to shut it off. Rep readjusted and moved stim down from top to get it away from where his heart was because it was touching the nerve or something and it kind of went away. But now, even with stim off, it does not make any difference. It feels like his spine is bound up. They also had him do intercostal nerve block the other day to get rid of the pain in the shoulder. It did not help. Patient also says when hcp did the nerve block the other day he could not get the needle all the way down because the leads were in the way. It was not fun. Patient added that hcp told him they would implant the ins on the side of his back. Instead they implanted it on the back. They told him they put ins on the back because the extension leads are not MRI compatible and patient needs mris. Pt says it sits right on the muscles, he is in automotive, on his back, smashing it and stuff like that, and this is not a great spot for him. Patient says he did not know that he was getting the device drilled in his spine and stuff like that. Patient was redirected to follow up with hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated that they met with the patient at the physician¿s office on the day of the report, and the patient described an uncomfortable sensation in their upper back when stimulation was turned on. The patient also complained of pain at or above the thoracic lead location. The rep stated that system connection and impedance tests were in range. They stated that stimulation mapping was covering pain areas, but the patient did not like how the stimulation felt with lower density or higher density settings. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). Information indicates the patient didn't actually have a heart attack but rather they were describing their pain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's spinal cord stimulator (scs) system has not yet been removed at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient left the rep a message that he is planning to have the spinal cord stimulator (scs) system explanted. He stated that the surgery was planned for (B)(6) 2019, but the procedure is yet to be approved by insurance. The reason for explant is unknown at this time. No further information was reported.